Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not switch on, no status indicator flashing with pad-pak expiry march 2023. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p last passed ¿out qat¿ from heartsine technologies on the 3rd october 2013. C9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. A breakdown of c9 would result in an 18v short to gnd. This would then cause an installed pad-pak to blow its fuse as witnessed during the investigation. This would account for the device failing to power on and the lack of status led, as per the reported fault. The functionality of the circuit is tested at final test . Therefore, it is concluded that the component failed after dispatch. The device successfully passed all weekly auto self-tests up to the (B)(6)2019 . It is assumed that capacitor c9 failed after this date. After the c9 was replaced the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device will not switch on, no status indicator flashing with pad-pak expiry (B)(6)2023 . No patient involved.